Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. (Expiration date: 03/2020).

Event description:
It was reported that during the out of body test, the recanalization catheter emitted a weak vibration and abnormal sound. The health care provider decided to use the device; however, the device did not sound proper. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the out of body test, the recanalization catheter emitted a weak vibration and abnormal sound. The health care provider decided to use the device; however, the device did not sound proper. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Investigation summary:one crosser 14s catheter was returned for evaluation. No anomalies to the device were identified. The device was able to mist and vibrate during functional testing. No abnormal noise was heard. The investigation is unconfirmed for the alleged abnormal noise during activation. However, post activation, the distal tip was found to be separated from the outer catheter. Therefore, the investigation is confirmed for material separation. It is possible the user did not properly connect the catheter to the transducer which could result in the alleged abnormal noise. The definitive root cause for both the abnormal noise during activation and material separation is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.